Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and sensor reading discrepancies. The customer stated that the sensor reading was very high, they treated based on that, which caused their blood glucose to drop to 48 mg/dl. The customer was advised to always check their blood glucose before treating. Troubleshooting was declined. The insulin pump was not returned for analysis. The sensor will not be returned for analysis.